Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/22/2015 with the following findings: no defect found- unable to duplicate issue. ¿ez-prime¿ steps were performed correctly- no eaw occurred during the investigation. Pump exercised for 24 hrs- no alarms occurred and issue was not duplicated. Pump tdd history was viewed- pump successfully delivered insulin without issue from date of pi to end of use. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The patient reported that three times in the past week the pump froze up. It does not respond to button pushes at this time but does not lose power or display. The patient denied tactile changes at any other time- the buttons are otherwise responding fine. The patient reported at one time, the pump was delivering insulin, paused as the screen appeared to freeze, and then resumed delivery. The reporter stated that they tried replacing with a brand new battery without improvement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.